Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready screen (3) when testing patient samples on the galileo echo instrument (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. Negative reactions were obtained for all three cells of the antibody screening assay. Test well images visually appeared negative. Test well images appeared to be very hazy. Upon further review, the test well images for cells 2 and 3 of the screening assay appeared hazy although resulted as negative. Cells 1, 2, 8, 10 and 12 of the antibody identification assay had the same hazy appearance as the screening cells. However, cells 1 and 2 resulted as positive (1+ and 3+) while other cells resulted as equivocal. A positive (3+) reaction in cell 2 was due to a portion of the red blood cell button missing. Antibody screening and identification images were similar. The customer was informed that a sample related issue could not be ruled out. There have been no additional occurrences of unexpected negative reactivity.